Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that his blood glucose (bg) dropped to the "high 20s" when his cgm read 75 mg/dl. Patient's wife called medics. The medics came into the home and treated patient with glucagon. Patient was not taken to hospital. Patient alleges that the inaccuracy caused the hypoglycemic event. At time of contact, patient is healthy. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. The patient was not calibrating every 12 hours. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, and you might miss a low or high blood glucose value.

Manufacturer narrative:
(B)(4)